Event description:
It was reported by the customer that a pyxis medstation es system was experienced an error due to missing drawer row board and cubie pocket failed. The customer reported that the malfunction occurred while the user was tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was experienced a row board not present error and cubie pocket was failed. A field service engineer reseated row board cable and replaced cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.